Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. The patient came in to have their one year follow up transesophageal echocardiogram procedure. The imaging showed that there was a large thrombus attached to the threaded insert of the closure device. The patient was started on eliquis to treat this. There were no other complications that were reported.